Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In conclusion, no equipment problem was found that would have caused or contributed to the event. None of the accessories were provided for an evaluation. However, photographs of the knife electrode and return electrode as well as the site of the patient burn were provided. The knife electrode showed signs of normal use. The return electrode had a black area at one of its corners which matched in size and shape with the burn/necrosis to the skin of the patient. Furthermore, the area was hairy and hair was seen on the patient plate. Most likely, the return electrode's contact to the patient was not sufficient due to the user not preparing the patient's skin surface and properly adhering the pad to the patient (note: this assumption was made from evaluating the provided photographs.). Also, the orientation of the pad may have been incorrect. Therefore, during the procedure the high frequency (hf) current was not properly disperse by the patient pad, resulting in the burn/necrosis. However, no conclusive determination could be made as to the cause of the event. Warnings in the user manual of erbe's esu and the notes on use of erbe's return electrode (including instructions on properly using the devices) explicitly makes users aware of/cautions against the mistakes that the medical staff made in this event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a procedure with the electrosurgical unit (esu/generator). The operation was performed on the patient to remove a pilonidal cyst. The esu was used with a connecting cable, knife electrode, and an erbe monoplate 140, single surface, 136 cm2 (also referred to as a return electrode, patient plate, or patient pad; part number 20193-072, lot number 02460). The return electrode was placed on the patient's right thigh. The knife electrode was changed during the procedure and no specific details were given as to why it was replaced. Upon the operation, a 2nd degree burn/necrosis of approximately 2 cm x 2 cm was discovered under the pad of the return electrode. The necrotic skin was scraped off. Then the wound was treated with zinc paste and braunovidon. No further issues were reported involving the patient. Note: the esu is similar to a unit distributed in the u.s. The generator was distributed by our parent company ((B)(4)) to a (B)(6) hospital.